Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient went into cardiac arrest and experienced syncope after a ventricular tachycardia episode that was properly treated by their subcutaneous implantable cardioverter defibrillator (s-ICD) with a shock. The patient was admitted to the hospital where a review of the s-ICD data indicated the patient did not receive proper post-shock pacing due to oversensing of noise. The patient¿s sinus rhythm eventually was properly sensed by the s-ICD. It was noted that the patient had recently been taking prescribed medication which was thought to have lowered their sinus rhythm. The patient¿s prescription will be changed and no further action was taken in regards to this event. The electrode remains in service and there were no adverse patient effects reported.